Event description:
It was reported that during a ptca procedure of a very tortuous lesion, the physician experienced removal difficulties. A guide wire was used to remove the catheter. Pt status is listed as "okay".